Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the manufacturer representative (rep) met with the patient for a check. The rep reported that electrodes 8 and 15 were out of range which was not a part of the programming. No known factors led to the issue, no actions were taken/needed, and the issue was resolved. No further complications or symptoms were reported.